Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, the jaws were out of alignment when the device was used on the right gastroepiploic artery and the device could not be fired. This event occurred twice in a row. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): jaws. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward cam causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. The remaining three clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.